Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock when attempted during patient use. The customer advised that a back up device was available and was used. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device keylog and patient record were evaluated by a customer quality engineer, and it was verified that the device only delivered one shock during the reported event. Each subsequent time that the shock button was pressed after the first shock was delivered, the user pressed the shock button in AED mode without first pressing analyze. Per the lifepak 20e monitor/defibrillator operating instructions, this is normal device operation: "after a shock is delivered you will see and hear start CPR. A countdown timer (min:sec format) continues for the duration specified in the CPR time 1 setup option... When the CPR countdown time ends, you will see and hear push analyze. This message stays on the screen and the voice prompt will repeat every 20 seconds until you press the analyze button." Because the analyze button was not pressed, the device did not analyze to determine whether a shock was needed, and did not charge to deliver a shock. As a result, no shock was delivered when the shock button was pressed. The root cause of the reported issue is use error. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock when attempted during patient use. The customer advised that a back up device was available and was used. There were no reports of adverse effects to the patient as a result of the reported event.